Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer reports that reservoir was unable to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with scratched lcd window and case. Reservoir unable to lock into place not confirmed. Device not received with original battery cap. Battery cap cracked or damaged unknown. (B)(4)..